Event description:
The introducer was removed from the patient, when the tip of the ultimum hemostasis introducer broke (approx 1cm of the distal part). The artery had to be cut down in order to recover the tip of the introducer. Patient's information (e.g. Age, weight, gender, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
Product evaluation: the reported event of sheath damage was confirmed. The results of the investigation concluded that the sheath tubing had been stretched/torn and a section had been detached near the sheath distal tip. The attached tubing distal end appearance had similar damage, consistent with a mating surface to the aforementioned detached tubing. The attached tubing had multiple bends, had been folder inward and appeared flattened. It was noted that the fracture occurred at the same location the sheath tubing distal end had been folded inward. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath damage is consistent with forcible contact during use. The ultimum hemostasis introducer sheath IFU cautions the user to withdraw components slowly (withdraw the needle slowly from the dilator and withdraw the dilator slowly from the sheath) to minimize the vacuum created during withdrawal. All air should be aspirated slowly from the sheath using a syringe attached to one of the side ports of the three-way stopcock. Also the dilator, sheath, and catheter should be frequently flushed with saline to minimize the potential for air emboli. The ultimum hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.